Event description:
The patient was implanted with a left ventricular assist device. The clinicians at the hospital determined that the patient sustained a burn on her abdomen related to the system controller of the device. The vad coordinator exchanged the system controller.

Manufacturer narrative:
The patient remains ongoing on lvad support. The system controller was returned to the manufacturer for evaluation, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.